Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device had low audio. The cause was identified to be loose speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned spectrum infusion pump, the device had low audio output. No additional information is available.